Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this device was explanted and returned from another manufacturer 5 months later.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient was seen in clinic and the device was confirmed to have reached elective replacement indicator (eri). Subsequently, a few days later, the patient reported that their remote home monitoring communicator displayed a red blinking light indicating the presence of a potential product performance issue related to the device. A health care professional (hcp) was going to assist the patient with troubleshooting to complete a remote interrogation for review. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.